Event description:
Upon completion of ir procedure, m.d. Was in the process of pulling the vascular sheath when the sheath fractured and a 3cm piece of it was left in the patient's vessel (l av fistula). Surgeon performed a surgical cut down and removed the fragment.